Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID:2134265-2015-07067. (B)(4). It was reported that angina was experienced and in-stent restenosis occurred. In (B)(6) 2013, the patient presented due to myocardial infarction (mi) with stable angina and was referred for cardiac catheterization. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 95% stenosis and 20mm long with a reference vessel diameter of 3.0mm. The lesion was treated with direct placement using a 3.0x16mm and 3.0x8.0mm promus element plus stents. Following post-dilatation, residual stenosis was 0%. On the next day, the patient was discharged on clopidogrel and aspirin. In (B)(6) 2015, the patient was hospitalized due to unstable angina and cardiac catheterization was recommended. Three days post-hospitalization, the patient underwent 3 vessel coronary artery bypass graft (CABG) including left internal mammary artery (lima) to lad, saphenous vein graft (svg) to 1st diagonal and svg to first obtuse marginal (om1). Four days later, the event was considered recovered and the patient was discharged on clopidogrel and aspirin.